Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer had high bgs. It was reported that the insulin leaked out and was in the reservoir compartment. Advised the customer to change the reservoir.